Manufacturer narrative:
Concomitant medical device: 5076 lead implanted (B)(6) 2016. Product event summary: the full lead was returned and analyzed and the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. When the pocket was opened, it was discovered that the left ventricular (lv) lead had fractured and broken insulation was observed. No further patient complications have been reported as a result of this event.